Event description:
It was reported that a malfunction alarm occurred with malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to contact support again if any issues reappeared.